Event description:
It was reported that the patient contacted support after noticing that the connector had broken while removing the pump from a pocket. Photographs of the damaged connector were attached to the case. The patient requested assistance with removing the broken connector from the device. Guidance was provided, and the patient used needle-nose pliers to successfully remove the damaged connector. The patient also reported that the cartridge was damaged and was able to remove all remaining debris from the cartridge chamber. The patient confirmed that the chamber was free of debris and stated they would continue drying the chamber before completing a supply change. The patient indicated no further assistance was needed and would call back if necessary. The patient reported that blood glucose levels were not affected during the event and noted a blood glucose value of 68 mg/dl that was trending upward. Follow-up communication confirmed that the device was functioning properly and that the patient reported no ongoing issues. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.